Event description:
The hosp has been using vaoptherm for approx 12 months. Up to 20 units at a time have been in operation. There were no known infections or events of ralstonia colonization prior to 10/2005. Initial culture no vaoptherm units in october all generated negative cultures. A different collection method whereby a "brush" was used to collect samples did result in positive cultures. The hosp has its own cleaniing method for vapotherm. This method forces gas at high liter flow and high pressure through the system to dry the system. Vaoptherm has not observed this cleaning procedure.